Event description:
It was reported that this pacemaker system exhibited a high, out-of-range pacing right ventricular (rv) pacing impedance measurements, measuring 2,615 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. When the field representative checked the impedance measurement when programmed in bipolar, measurements were within range measuring 1,400 ohms. There were no observations of noise even with manipulation. Additionally, it was noted thresholds have increased. Technical services reviewed an older episode and found there was minute ventilation (mv) oversensing/noise. Discussed possible causes, provided programming options, and recommended to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker system exhibited a high, out-of-range pacing right ventricular (rv) pacing impedance measurements, measuring 2,615 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. When the field representative checked the impedance measurement when programmed in bipolar, measurements were within range measuring 1,400 ohms. There were no observations of noise even with manipulation. Additionally, it was noted thresholds have increased. Technical services reviewed an older episode and found there was minute ventilation (mv) oversensing/noise. Discussed possible causes, provided programming options, and recommended to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.